Event description:
It was reported during radial head surgery that, the surgeon was using a radial head plate and inserting the locking screw when the driver tip broke. The surgeon was unable to remove the broken piece, therefore it was left in the patient's body. The surgery was completed with no delay. No other adverse patient consequences were reported. This report is related to report number 3025141-2024-00681 for the screw involved in this event.

Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation; however, the results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. Based on the information received, the root cause could not be determined.

Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. However, the reported 1.5mm hex driver tip, locking groove was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The 1.5mm hex driver tip, locking groove (part number 80-0728, batch number 372138) was examined visually under magnification. The fracture surface is nearly perpendicular to the long axis of the driver. The fractured surface appears moderately smooth (i.e. No signs of fatigue). The observed driver damage suggested a brittle failure mode. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. Increased resistance may be contributed to encountering dense bone, improper pilot hole depth, or improper surgical technique. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 10. Investigation findings code (annex c): updated to 3243.